Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Event description:
Allegedly the component disassociated and had to be revised.

Event description:
Corrected data: catalog number - not indicated.originally, we believed the component involved in this event to be a ksp1-1100; however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.

Manufacturer narrative:
Originally, we believed the component involved in this event to be a (B)(4); however, the catalog number could never be confirmed. Therefore, we are updating this report to reflect the brand name only.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.